Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable is broken at the distal idlers causing the pulley to spin freely. Cable wear on the pulleys combined with high drive torques likely contributed to the cable breakage. Engineering also observed the main tube has a sections with material removed. One section has material removal all around the tube between the midpoint and the tube extension. The damaged areas are parallel to the tube axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. The other damaged section is above the midpoint of the tube, out of range of the distal tip of a cannula. Engineering concluded that this tube damage may be from cleaning or pressure against the internal bowl and tube transition of the cannula. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci s prostatectomy procedure, a cable on the monopolar curved scissors instrument broke. The procedure was completed with another instrument of the same type. No patient harm, adverse outcome or injury was reported.